Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that, during priming phase, the electronic gas blender has started giving error 15 (analog to digital converter reference voltage out of tolerance/missing) and blender has stop working. There was no patient involvement.

Manufacturer narrative:
UDI code has been added to the dedicated d.4 section. The manufacturing date of device provided in the initial report was incorrect. The correct manufacturing date has been selected in the dedicated h.4 section of this report. H.10: a device service history review was performed and identified that the device was manufactured in 2015 and no other similar event was reported. Based on investigation results for similar complaints, the potential root causes of the reported event are: defective gas blender's component (a/d-converter), an improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue), a missed gas blender warm-up phase (user error). Based on the information provided in the event description, the most likely root cause of the reported issue is a faulty ad transformer, located on the processor board. The unit will be returned to the manufactured for repair.